Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced multiple parts including the sample probe and 3-way valve to resolve the issue. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for multiple chemistries on their au480 clinical chemistry analyzer. The customer did not specify the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.